Manufacturer narrative:
A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no damage or issues with the shaft or hypotube of the device.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a calcified lesion. The 10mm x 2.5mm wolverine coronary cutting balloon ruptured after several inflations. The procedure was successfully completed without issue or patient injury.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a calcified lesion. The 10mm x 2.5mm wolverine coronary cutting balloon ruptured after several inflations. The procedure was successfully completed without issue or patient injury.